Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Measurement system lock-up error causing false elective replacement indicator (eri). Reset successfully cleared lock-up condition.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a hardware component lock-up of the measurement system resulting in an inappropriate elective replacement indicator (eri) and voltage not available displayed. The device was reprogrammed which resulted in the correct reading being displayed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.